Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed selftest, unexpected restart error test and displacement test. No compromised forced sensor system alarm noted. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted.